Event description:
During follow-up, it was reported that the rv threshold exceeded the maximum output for the ICD. A fluoroscopy indicated that the helix was not deployed. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.